Event description:
Error message occured when catheter was "plugged" in. It stated that there was a "magnetic disconnection with catheter, replace catheter". The catheter was replaced without incident.